Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation since the patient was unable to be reached by phone for additional information. The patient was unable to recall the date the alleged issue first began but stated it was a couple of weeks to a month prior to him contacting lfs. The patient claimed obtaining blood glucose readings of "60 and 55 mg/dl¿ with the subject meter which he felt was high compared to his feelings and/or normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with self-adjusted insulin and it is not known what changes, if any, he made to his usual diabetes management regimen in response to the alleged issue. The patient reported that an unknown time prior to the alleged issue beginning he developed symptoms of ¿sweating¿ and feeling ¿shaky and weak¿. The patient advised that he self-treated with food and/or drink. He denied testing his blood glucose on another device. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event whilst using the subject device. The alleged issue could not be ruled out as a cause or contributor to the development of symptoms.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.